Event description:
It was reported that cgm repeatedly displayed error message 42 on pump and same error had occurred multiple times on this device. There was no reported impact to the customer¿s blood glucose level. Customer planned to continue using current pump until replacement arrived, and technical support arranged shipment of replacement pump under warranty, confirmed shipping address, instructed customer to put current pump into storage mode before returning it, and advised customer to re-enter pump settings and reconnect cgm on replacement pump, which customer understood and acknowledged.